Event description:
Litigation alleges that the patient suffered the following on account of his asr right hip implant: increasingly severe hip and groin pain; pain when sitting and arising from a sitting position; pain and tenderness over his right thigh. Litigation further alleges that the patient had difficulty walking and on occasion had to walk with a limp due to the pain. The patient also had difficulty sleeping and could no longer lay on his right side. X-rays were taken and indicated that the implant had loosened. The patient was revised and during the surgery, a massive soft tissue pseudo tumor was observed in addition to yellowish gray fluid. Bony erosion and debris from the implant was also noted. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
(B)(6) 2012 - patient fact sheet was received, which identified part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.